Manufacturer narrative:
Product is expecting to be returned but has not yet been rec'd. Additional relevant information will be provided when the device evaluation is completed.

Event description:
It was reported after implanting four polyaxial screws in the pt, the surgeon decided to advance one of the screws further into the pedicle before proceeding with the plif procedure. Using the revision screwdriver, the physician attempted to advance the screw further. At this point it was noted that the screw head was loose from the screw body. The screw was removed and replaced with a new one. No pt impact.